Event description:
The customer reported that imprecise hypersensitive thyroid stimulating hormone (htsh) and free total thyroxine (frt4) results were generated on a unicel- dxl800 access immunoassay system for four, same-patient samples tested over four days. The customer indicated they were experiencing intrasample htsh variability and intersample frt4 variability. This report represents the htsh results generated for one patient sample from a unicel- dxl800 access immunoassay system on (B)(4) 2011 which were regarded as imprecise. The initial htsh result, which was below the normal reference range for the assay, was subsequently repeated on the sample instrument. The repeat result was lower. Collectively the results exceeded the precision claims of the assay. The imprecise htsh result was reported outside of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. No other patients' results were in question the sample was collected in a lithium heparin plastic gel tube and was centrifuged prior to testing.

Manufacturer narrative:
(B)(6). Service was not dispatched to the site for this event. Beckman coulter inc. Review of a customer supplied instrument data indicates that tsh quality control (qc) results were within the customer's established specification during the timeframe of the event. The patient sample was returned to beckman coulter inc. Customer product line support (cpls) for evaluation. The tsh results generated from the sample were 0.00 - 0.01uiu/ml which appeared to align with the customers expectations for this patient's results. Cpls was not able to reproduce the intervariability seen by the customer. The results were consistent. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03886, 2122870-2011-03924, 2122870-2011-03887, 2122870-2011-03925.